Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was in hospital to bring their blood glucose down. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer reports they do not feel okay to troubleshooting. Customer¿s husband states customer was deaf. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s husband reports that cannula always bends. The devices will not be returned for analysis.